Manufacturer narrative:
H.6. Investigation findings code c20 (for type of investigation code b13): the physician was not able to give any thoughts about the cause of the incident. H.6. Investigation findings code c20 (for type of investigation code b20): the device was discarded at the facility and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® dryseal flex introducer sheath instructions for use, complications associated with the use of the gore® dryseal flex introducer sheath that may occur include, but are not limited to, dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment for a ruptured thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system, and gore® dryseal flex introducer sheath as an accessory. An 22fr sheath was inserted from the left common femoral artery, and it was inserted without any major issues, but dissection was observed in the left external iliac artery during wound closure. The dissection was surgically repaired. No endoleak was determined after ctagac placement, and the procedure was completed. No comment was received from the physician regarding the event cause. The patient had several cardiac arrests intraoperatively and was resuscitated with cardiac massage. Reportedly that the intraoperative cardiac arrest was attributed to the patient condition (ruptured thoracic aortic aneurysm). Additional information received on january 11, 2024. The patient was expired after the procedure on (B)(6) 2023. Reportedly that the patient's death was attributed to the existing patient condition (ruptured thoracic aortic aneurysm) and no causal relationship between gore devices and the patient death.